Manufacturer narrative:
Ump passed the self test and displacement test. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 6 of the ambient light sensor(u1).

Event description:
The customer reported via phone call that their insulin pump had hardware low level failures. The customer¿s blood glucose was 145 mg/dl. Customer was able to successfully clear the alarm. Customer states that self test was passed. Customer is able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.